Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4)¿ the dentist reported that after dental implant was installed in intraoral region 18#, its non-osseointegration was observed. The patient presented bone type I.